Event description:
The customer contacted beckman coulter, inc. (Bec) to report repeatable erroneously high results for troponin I (accutni) for one (1) patient sample assayed with access accutni reagent on a unicel dxi 800 access immunoassay system. The erroneously high accutni results were reported outside of the laboratory. It is suspected that due to the high accutni results, the patient underwent coronary angiography. The coronary angiography revealed single vessel disease. Based on the coronary angiography result, the patient was admitted to the hospital. The customer reported testing the patient sample for troponin I on two other analyzers. Both analyzers yielded negative results. It is unknown if quality control results were recovering within the laboratory's established ranges at the time of the event. It is suspected that the patient sample may contain an interfering substance(s) which could yield falsely elevated accutni results. The customer has shipped samples from this patient to bec for additional analysis (including analysis for heterophile antibodies).

Manufacturer narrative:
Based on the circumstances of the event, a field service engineer (fse) was not dispatched to the customer's site. Once the patient samples being shipped from the customer have been received and analyzed, a follow-up MDR will be submitted summarizing the results of the analysis.

Manufacturer narrative:
The unicel dxi 800 access immunoassay system was not evaluated. Customer suspected that the sample may have contained an interfering substance(s) which could yield falsely elevated accutni (troponin I) results. Testing at beckman coulter customer product line support lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. The customer reported that they did not have blocking reagent in the sample to suppress interference. The customer reported that they are currently trying to set up a standard procedure to detect samples with false positive troponin I results.